Event description:
Endoscopic sinus surgery- frontal balloon sinusotomy. Attempted navigated balloon dilation without success due to medtronic frontal balloon malfunction ¿ the balloon would not fully inflate. Surgeon attempted troubleshooting multiple times ¿ instrument unable to complete task. Manufacturer response for instrument, ent manual surgical, nuvent ¿ (per site reporter). No response as of yet. Manufacturer response for instrument, ent manual surgical, nuvent¿ (per site reporter). No response as of yet.